Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lumbar discectomy surgery, it was observed that the "burr would not attach" to the attachment device. There were no delays to the scheduled surgical procedure as a spare device was available. The reporter clarified that the same burr/cutter device was used with the spare attachment device successfully. There were no injuries, medical intervention, or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.